Manufacturer narrative:
Pt weight: unk. Event date: unk. Implant date: na. Explant date: na. Initial reporter: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens stuck in a cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The facility returned a 13.7mm micl13.7 implantable collamer lens to the manufacturer stuck in a sfc-45 fp cartridge. The facility reported the lens was folded but not inserted due to cracked pt. Lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter stated the surgeon was performing a yag on the patient and the laser cracked the patient's natural lens. The surgeon decided to wait and not to implant the icl. The icl was loaded and was not used. There was no patient contact. The lens did not cause any patient injury.